Manufacturer narrative:
A proper evaluation cannot be performed due to the product not being returned. Info received to date indicates the physician was removing salivary duct stones from a patient when he went and got an n-compass basket from the uro room. He pulled and the basket separated in her salivary duct. Info received indicates that the basket portion remains in the patient. Cui is attempting to gain add'l info. As add'l info becomes available, it will be forwarded.

Event description:
Customer states: "a neuro radiologist at the hospital, used an n-compass to remove salivary duct stones from a pt. The basket broke off and part of the nitinol basket portion is stuck in the salivary."